Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamper piece of a 6/7f mynxgrip vascular closure device (vcd) did not come out when unknown sheath was removed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) did not come out during the sheath retraction step. Hemostasis was achieved by manual compression. There was no reported patient injury. A 6f unknown sheath was used. The procedure was an interventional procedure with a retrograde approach used. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device, 6/7f, involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged with the black handle, the stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant was not included with the returned unit, and the advancer tube was found in the exposed position. No additional anomalies were observed during the visual inspection. Per functional analysis, an inflation/deflation test was performed, and the balloon functioned as expected¿successfully inflating and deflating with no issues related to the reported complaint. However, a deployment simulation could not be conducted in accordance with the device's instructions for use (IFU), as the sealant was missing and the advancer tube was already exposed. These conditions are consistent with a unit that has undergone partial or full deployment prior to return. The reported event of ¿sealant failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the sealant was not received and the advancer tube was exposed on the catheter. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed a sealant deployment and engagement of the advancer tube. However, procedural/handling factors, such as an incomplete shuttling down of the shuttle, possibly contributed to the issue experienced since there were no anomalies/damages noted to the device that could have contributed to a deployment issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.